Event description:
Medtronic received a report that a pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm located in the internal carotid artery c4 segment with a max diameter of 15.7 mm and a 8.4 mm neck diameter. Landing zone: distal: 4.6 mm and proximal: 5.0 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed the vessels were in good condition with no rupture and no significant stenosis. It was reported that during aneurysm treatment with a pipeline flow-diverting stent, a navien intermediate catheter and a phenom 27 microcatheter were used. During the procedure, the distal end of the stent failed to open. Multiple attempts were made to retrieve and redeploy the stent; however, it still could not be opened. After switching to a new system, the procedure was completed successfully. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a navien 6f guide catheter and phenom 27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that no causes or contributing factors for the failure to open were identified. The pi peline had not been placed in a vessel bend when it failed to open. No additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.